Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer incorrectly set up settings on a replacement pump. Customer's blood glucose was 142 mg/dl. Customer corrected settings and resumed insulin therapy.